Manufacturer narrative:
As per prod labeling: duplicate sample ID entry is allowed for the same pt ID only if the test type is different. For a new test to be added or a pending test removed: select the specific test identifiers you want to add or remove. Provide the sample identification information for the tests. Incorrect results or incorrect identification could lead to misleading results or misidentification. Before saving edits, check that you typed them properly. It was determined that a software anomaly has been contributed to this event.

Event description:
During an internal investigation (in-house testing of the software) at MFR it was discovered that a possible mis-ID can occur if a positive identifier is manually edited in the todo list to an existing positive identifier that is already in the todo list. Per prod design, when adding a new test request either manually or downloaded from a host and if a positive ID already exists in the todo list, the sys should recognize the entry as a duplicate entry alerting the user by generation of an error message. The software development group observed the work station will accept the duplicate entry; however, no error message will be generated by the instrument. If a sample is run and a duplicate positive ID exists, the instrument will assign the results to the original ID entered as the positive ID, matching the todo list. No change to pt treatment is associated with this event as pt samples were not tested.